Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 130mg/dl to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016 at night, a back to back blood test was performed by the customer non-fasting and produced test results of 141 mg/dl and 161 mg/dl. Then, another blood glucose test was performed in the morning fasting on (B)(6) 2016 and produced result of 305 mg/dl. Customer re-checked the blood glucose later in the day, it produced test results of 267 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.